Manufacturer narrative:
The complaint was confirmed by the field service rep (fsr). The pump was taken out of service until repair can be done. Investigation in process, but not yet complete.

Event description:
The field service rep (fsr) reported that during preventative maintenance of the device, motor speed three was not working. Since the event occurred during preventative maintenance, there was no pt involvement.